Event description:
Customer called to report that the sample door on the coulter ac.t diff2 analyzer opened forcefully, after which the control vial cap came off, and control material spilled onto the floor. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and determined that the tube holder had malfunctioned. The fse replaced the tube holder to resolve the issue. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
The root cause for the control vial cap coming off and spilling control material onto the floor is attributed to the malfunctioning tube holder, which the fse replaced. (B)(4).